Event description:
The customer's mother reported via phone call indicating that the insulin pump had a sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother stated that patient took sensor off and the needle is broken. Customer was transferred to helpline for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.